Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned products identified fracture across the threads. Functional testing could not be performed since the device was fractured. No pre-existing conditions were reported. The reported devices had been place on tooth # 27 for approximately 5 months. X-ray or picture images were not provided. DHR review could not be performed since the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number was performed for similar events and no complaint about nonconforming products was identified. Complainant reported that the abutment fractured. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Describe event or problem it was reported that the patient was complaining of loose mandible hybrid, removed hybrid to find fractured abutment. It was removed and replaced.